Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 26-mar-2020. This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain since the insertion') in a female patient who had essure inserted. Other product or product use issues identified: device use issue "insertion of essure: 1 implant on the right and 2 implants on the left". In 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with adnexectomy) and essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving. The reporter provided no causality assessment for pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date: no abnormality. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.